Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of ¿high¿; although a specific value was not provided, cause was unknown. Customer was treated with manual injections to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. It was also reported that an occlusion alarm occurred. No additional information was obtained.